Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no sound coming from the system when the laser was fired before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported events. The touchscreen was calibrated and the cpc connector was loose, so it was tightened. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the ¿no laser firing tone¿ cannot be determined conclusively. The root cause of the reported ¿cpc connector issue¿ cannot be determined conclusively because it is not certain when the cpc connector became loose. (B)(4).